Event description:
Healthcare professional reported that a patient was injected base of the nasolabial fold with 0.85 ml of juvéderm® volux¿. Immediately afterwards, the patient experienced ¿pain and reticular purpura¿ and ¿comedones (signs of skin necrosis)¿ appeared later in the day at the right nasolabial fold base. Three days later, the event was suspected to be a ¿venous embolism¿ and was treated with 750 u of hyaluronidase. Immediately after, the color of the reticular purpura improved. The next day, the patient was treated with 3000 u of hyaluronidase, dissolving the ¿lesion.¿ the event further improved. Five days later, there was a ¿small lump¿ at the site of the ¿blood flow disorder,¿ leading to the suspicion that the product was still present. The patient was then treated with 150 u of hyaluronidase. The ¿neuralgia and discomfort¿ were so strong that 500 of methycobal was taken internally for one month. Half a month later, the event improved and treatment was temporarily terminated.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.